Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Discarded.

Event description:
It was reported that patient underwent a procedure on (B)(6) 2016. During preparation of the bone cement , the monomer liquid would not dispense into the cylinder. There was no patient injury and there was another unit available to complete the procedure without delay.